Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A percutaneous transluminal angioplasty was performed in a chronic totally occluded posterior tibial artery. After a guidewire was passed through the lesion, a 1.5mm x 20mm x 142cm coyote es balloon was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed successfully with another of the same device. There were no patient complications nor injuries reported.